Manufacturer narrative:
Customer evaluated device and received remote support from customer care solution center.

Event description:
It was reported that the device does not pass the functional test. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.